Manufacturer narrative:
Device evaluation: the subject device was returned for evaluation. It was examined visually and the complaint was confirmed. The body of the rotator had become separated from the rotator collar. The device history record was reviewed with no related exceptions noted. An investigation to determine the root cause of the failure began. Devices were conditioned and then underwent compression and pressure testing. The root cause of the failure was identified and attributed to the bonding process during manufacturing. As a result of the investigation, the bonding process was modified to ensure consistent strength. Merit will continue to monitor these types of complaints for effectiveness of the process improvement. Multiple sterilizations; device history record was reviewed.

Event description:
Complainant reported the rotator broke during angiography. The body of the rotator is completely detached from the collar.